Manufacturer narrative:
Reference record (B)(4).

Event description:
On 19 nov 2019, it was reported that the patient's nasal tube was dislocated and not broken.

Manufacturer narrative:
(B)(4).   Catalog number is the similar us list number, the international list number is unknown. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of the use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in (B)(6) underwent a procedure for the placement of a naso jejunal (nj) tube. It was reported that the nj tube was broken. On (B)(6) 2019, during the replacement it was found that the patient had a different stomach ulcer.